Manufacturer narrative:
Concomitant products: terumo 4fr sheath introducer, (B)(6) guidewire and 4x40 jade pta balloon. (B)(6). (B)(4). Complaint conclusion: during treatment to the left popliteal artery, it was reported that a saber balloon was delivered to the lesion and inflated with an indeflator. However it ruptured at approximately nominal pressure. Therefore it was removed intact from the patient and a non-cordis balloon (4x40) was used. The procedure finished successfully and there was no report of patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. It is unknown if the same indeflator was used successfully with other devices. An antegrade approach was made from the left femoral artery for the left popliteal artery. After inserting a sheath introducer, a guidewire crossed the lesion. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was (B)(6). The product was not returned for analysis. A device history record (DHR) review of lot 17115996 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of (B)(6) may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During treatment to the left popliteal artery, it was reported that a saber balloon was delivered to the lesion and inflated with an everest indeflator. However it ruptured at approximately nominal pressure. Therefore it was removed intact from the patient and a non-cordis balloon (4x40) was used. The procedure finished successfully and there was no report of patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. It is unknown if the same indeflator was used successfully with other devices. An antegrade approach was made from the left femoral artery for the left popliteal artery. After inserting a sheath introducer (4fr terumo), a guidewire ((B)(6) medical) crossed the lesion. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was (B)(6). The product will not be returned for analysis.